Event description:
The patient reported that she experienced a blood glucose (bg) of 31 mmol/l. The patient reported that she did not think that her pump was working "continuously"; she explained that she believed that her elevated bg was due to the pump losing power. The patient reported that she believed that the battery was loose and due to a crack in the case. The patient resumed insulin pump therapy with a new pump and she confirmed that there have been no further issues. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 12/04/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 11/10/2011 with the following findings: one reboot was observed in the black box history. A crack was observed to the battery compartment. The battery cap was unable to be secured properly to the pump. The pump was booted on with normal alarms. A 29 hour flow accuracy test was performed without interruptions and was found to be delivering within specifications. Unrelated to the complaint, the pump keypad was found to be peeling; all keypad remained responsive to button presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.